Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf066618n, ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that for about a month they have been having trouble charging the implant. Caller stated that they know what they are doing because they have had the implant for 4.5 years, but it seemed like something was not right. Caller added that the other day they noticed that the recharger cord was getting warmer than usual and yesterday the cord was so hot they had to pull it out quickly. Caller noted that they called their medtronic representative last week and was told to reset the controller battery, which resolved the issue for a couple days, but then they couldn't charge the implant at all. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that for about a month they have been having trouble charging the implant. Caller stated that they know what they are doing because they have had the implant for 4.5 years, but it seemed like something was not right. Caller added that the other day they noticed that the recharger cord was getting warmer than usual and yesterday the cord was so hot they had to pull it out quickly. Caller noted that they called their medtronic representative last week and was told to reset the controller battery, which resolved the issue for a couple days, but then they couldn't charge the implant at all. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Analysis of the [recharger], model [97755], s/n: (B)(6) found electrical failure - no device found message x 2. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.